Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer successfully resolved the issue by adding an additional 50 units of insulin to the cartridge and reloading it, which allowed them to resume insulin delivery without further complications.